Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family member reported that the patient was brought to the hospital with chest tightness, discomfort and inability to move. The physician monitored the patient for 24-hours with electrocardiogram and noticed that pacing signal was "not monitored" when patient¿s heart rate went below 40 beats per minute. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.